Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction(incontinence, urgency, and/or frequency). It was reported that the patient needed the device removed so they can get an MRI. The lead broke as the hcp was trying to remove it. The electrodes remain in the patient. The cause is unknown. The issue was resolved. Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the difficulty explanting was determined to be that the hcp cut down as far as they were comfortable doing and the lead would not come free. They tried multiple times and then it broke. In relation to the cause of the damage caused or discovered during surgery "there was no damage until the hcp broke it trying to pull it out." In response to what most likely caused or contributed to this issue the rep stated they "do not know, leads break all the time when they are being removed."

Manufacturer narrative:
Concomitant medical products: product ID: 3889-41, lot# va03fn9, implanted: (B)(6) 2012 ,explanted: (B)(6), product type lead other relevant device(s) are: product ID: 3889-41, serial/lot #: (B)(4), ubd: 02-oct-2016, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.